Manufacturer narrative:
The investigation determined that lower and higher than expected vitros dgxn and vitros phyt results were obtained when testing vitros tdm performance verifiers using a vitros 5600 integrated system. The most likely assignable cause of the event is instrument related. A review of historical vitros phyt and vitros dgxn quality control data concluded that within laboratory precision was unacceptable for both assays in combination with the vitros 5600 system. Unacceptable within run vitros dgxn and vitros phyt results confirmed the vitros 5600 system was not performing as expected. Service actions were performed on the instrument including replacement of the immuno wash fluid (iwf) pump, the iwf tubing, the z-track assembly and the performance of all associated adjustments. The ortho fe repeated the within run precision obtaining acceptable results verifying the service actions returned vitros dgxn and vitros phyt assays in combination with the vitros 5600 to the expected performance. Throughout the investigation by the ortho fe, an alternate lot of vitros dgxn was utilized which produced acceptable within run precision results. Since the vitros dgxn precision performance was within expectations for an alternate dgxn reagent lot before the system was fully optimized by the ortho fe, sensitivity between the instrument and the dgxn reagent lot cannot be completely ruled out as a contributing factor.

Event description:
The customer observed lower and higher than expected vitros dgxn and vitros phyt results when testing vitros performance verifiers on a vitros 5600 integrated system. Vitros phyt (lot 2615-0163-1584) results when testing vitros tdm pviii lot t5896: 22.4 and 34.7 ug/ml versus the expected baseline mean 28.1 ug/ml vitros phyt (lot 2615-0164-2976) results when testing vitros pv tdmi (lot q5894) 11.3 and 10.4 ug/ml versus the expected baseline mean of 8.3 ug/ml vitros phyt (lot 2615-0164-2976) results when testing vitros pv tdmiii (lot t5896) 40.0, 37.0, 17.6, 20.7, 17.3, 18.1, 11.5, 13.7, 14.5, 16.3, 34.8, and 35.2 ug/ml versus the expected baseline mean 28.1 ug/ml vitros dgxn (lot 1913-0246-2312) results when testing vitros tdm pviii (lot t5896) 1.99, 1.57, 1.52, 1.56, 1.61, 1.63, 1.64, 1.67, 1.77, 1.78, 1.79, 1.79, 1.86, 1.95, and 1.98 versus the expected baseline mean 2.7 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The vitros dgxn and vitros phyt results were obtained when testing quality control fluids. However, the investigation cannot conclude that patient samples were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of the event. (B)(4).